Event description:
It was reported that the customer received an altitude alarm during basal delivery. The customer's blood glucose level was not impacted. The customer removed and reinstalled cartridge; however, the alarm did not initially clear. During contact with tandem technical support, the customer removed and reinstalled the cartridge again. The alarm cleared and insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.